Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument was found to have a broken monopolar yaw pulley. The broken piece is missing as a result of breakage. The size of the missing piece is approximately .067¿ x .200¿. A review of the instrument log for the permanent cautery spatula (pn: 420184-11, batch/lot-sequence: n10180402-004) associated with this event has been performed. Per logs, the permanent cautery spatula was last used on (B)(6) 2018 on system usg136 with 4 lives remaining on the instrument. On (B)(6) 2018, the instrument was planned to be used but was not recognized by the system, thus not actually used during the procedure.  As of 4/13/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. This complaint is being reported based on the failure mode noted in failure analysis investigations indicating the instrument had conductor wire damage and exhibited signs of thermal damage with no evidence or claim of user mishandling or misuse. Damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. There was no report of patient harm, injury or adverse outcome due to the event. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date for device was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. Failure analysis confirmed that the instrument was returned with 4 lives remaining, indicating that it had not expired. Implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the permanent cautery spatula instrument had a loose cable at the distal tip. The procedure was completed with a backup instrument and there was no reported harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.